Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) ruptured at approximately two atmospheres (2 atm.) Of pressure during the initial inflation. Therefore the balloon was changed to another one (different size). The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was a dialysis shunt vessel. The lesion was reported to be: a 99% stenosis, heavily calcified and moderately tortuous. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device prepped properly/maintained negative pressure. There were no kinks or bends noted upon inspection prior to use. The product was removed intact from the patient. The following information was unknown: contrast media used, contrast to saline ratio, inflation device used, if the same inflation device was used subsequently, if there was any resistance/friction advancing the device through the rotating hemostatic valve or guiding catheter, if there was any difficulty advancing the bc through the vessel, if the bc was ever in an acute bend, if the bc kinked during use, if the bc was removed easily from the vessel/patient/etc. No additional information is available.